Event description:
It was reported that the customer had passed out at work due to low blood glucose levels. Customer does not want to troubleshoot. Customer can't really remember what occurred, but she was taken to the hospital. Customer stated that the ambulance was also called. Customer stated that now everything is good and she is very careful and measures her sugar often. Customer stated that the sensor is a great help. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.